Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown infusors were leaking. The devices were filled with fluorouracil. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.